Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, g3, g6, h2, h4, h6, and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed based on the information provided. Available information does not suggest what factors contributed to the event. One month after a pascal procedure in the tricuspid position, an slda was identified on imaging evaluation. No anatomical or procedural factors were reported that could have led to the slda. Therefore, the most likely cause of this event is indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid procedure where slda (single leaflet device attachment) occurred post-procedurally. Core-lab reviewed the echo tte (transthoracic echocardiogram) images of the 1 month follow-up and reported the slda. Baseline tr (tricuspid regurgitation) was massive. Post implant tr was mild. Severe tr was noted at 30 day follow-up. Information is not available to determine a root cause. Worsening tr was reported at pod 35. No reintervention is planned at this time.

Event description:
Edwards received notification of a pascal in mitral procedure where slda (single leaflet device attachment) occurred post-procedurally. Core-lab reviewed the echo tte (transthoracic echocardiogram) images of the 1 month follow-up and reported the slda. Baseline tr (tricuspid regurgitation) was massive. Post implant tr was mild. Severe tr was noted at 30 day follow-up. Information is not available to determine a root cause. Worsening tr was reported at pod 35. No reintervention is planned at this time.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.